Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges that the tip of the catheter separated inside the patient during an angiogram of the aorta. A snare was used to retrieve the tip with no further consequences to the patient.